Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable positive troponin t hs stat results for one patient that did not match the patient's clinical history or clinical picture. The customer used a cobas e 411 immunoassay analyzer serial number (B)(4). The results for the patient were provided as follows: (B)(6). The results were reported to the doctor. The patient had a CT scan and angiogram to verify the results, but these were normal and no myocardial pathology was identified. On (B)(6) 2016, the troponin I result from a dxi (beckman) analyzer was negative and was below the detection limit. No specific data was provided. On (B)(6) 2016 the troponin I result from an architect analyzer was 4.1 pg/ml. Serial dilutions for troponin t hs with the patient sample and did not show a linear curve. No specific data was provided. The patient was not adversely affected. An interference was suspected, possibly heterophile/anti-animal antibodies.

Manufacturer narrative:
Samples from the patient were submitted for investigation and the positive troponin t hs results were confirmed. The results for the other cardiac parameters were also increased. No igg/igm interfering factor could be found in the samples. Based on the results and serum fractionation, the customer's results were considered to be correct.

Manufacturer narrative:
Additional information for the patient including additional troponin t hs results, medications, and patient history was provided.